Event description:
It was reported that the patient called because her blood glucose level was above 333 mg/dl and decreasing slowly. She confirmed that she had checked with a blood glucose meter, which showed a value of 295 mg/dl. She was instructed to manually enter the reading into the device. The patient stated that she had completed a supply change the previous day. She confirmed that there were no leaks at the cartridge or infusion site and no visible air bubbles in the tubing. During the call, the patient reported that her glucose had decreased to 300 mg/dl. A review of the device report showed no data, so the agent walked the patient through syncing the device. After syncing, her glucose decreased further to 288 mg/dl. The patient confirmed that her sensor was paired. When asked for an updated reading, the patient reported that her blood glucose was now 263 mg/dl and then noticed a large air bubble in the tubing. The agent instructed her to disconnect from the cannula and gently tap the tubing to remove the bubble. After a few minutes, the patient confirmed that the bubble was gone. She then performed a fill-tubing procedure to ensure the line was clear. Her glucose level subsequently decreased to 254 mg/dl. The patient expressed appreciation for the assistance and stated that she was all set. She was advised to call back if she needed help with her next supply change. In the blood glucose questionnaire, the patient reported that her levels were affected, with a highest reading of 333 mg/dl. The elevated levels lasted approximately three hours. She did not use back-up therapy, did not test for ketones, had not received steroid injections, and did not require medical intervention or other assistance. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.